Manufacturer narrative:
A complete lead was returned in one piece measuring 51.5cm. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts noted that the patient received an inappropriate shock. The patient presented in clinic and chest x-ray revealed that the right ventricular lead had dislodged. The lead was explanted and replaced. Patient was stable post procedure.